Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: a mentor smooth round moderate plus profile 350cc , catalog number 3502350, serial number (B)(4), lot number 6718926. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 350cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 11/11/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6718926, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/18/2020, mentor became aware that this complaint is a duplicate of manufacturer¿s report number 1645337-2019-22153. All further supplemental reports will be submitted under this manufacturer¿s reference number 1645337-2019-22057. Manufacturer¿s reference number: (B)(4).